Manufacturer narrative:
Received 1 used latex foley catheter with a pad wrap around the funnel only. The reported event was confirmed; however, the cause is unknown. Per visual inspection, inspected the exterior and did not find anything to contribute to the reported event. Per functional evaluation, inflated the balloon with air and submerged in water and found bubbles leaking from the valve. Dissected but unable to determine root cause. The valve appears intact. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter dislodged from the patient upon insertion. Successful inflation was unconfirmed. The patient allegedly experienced pain and self-limited bleeding. No medical intervention was required, and no patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient upon insertion. It was unsure if the catheter was ever inflated. The patient allegedly experienced some pain and self-limited bleeding. No medical intervention was required, and no patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient upon insertion. It was unsure if the catheter was ever inflated. The patient allegedly experienced some pain and self-limited bleeding. No medical intervention was required, and no patient injury was reported.